Manufacturer narrative:
Batch review performed on 30 april 2019: lot 153415: (B)(4) items manufactured and released on 18-nov-2015. Expiration date: 2020-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after 11 months from the primary due to pain. The surgeon confirmed the stem was loose distally but was well fixed proximally and he was unable to remove the stem. The surgeon chose to revise the head and place biocomposite beads around the stem to aide in bone growth. The surgery was completed successfully.